Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the implant records, history includes recurrent pulmonary embolism (pe) and non-compliance with anticoagulation. The trapease inferior vena cava (ivc) filter was appropriately deployed at the lower l3 level. The patient tolerated the procedure well. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to ivc perforation, filter fracture, caval thrombosis, ivc stenosis, pulmonary embolism and deep vein thrombosis (dvt). Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc; fracture of the ivc filter with the fractured filter struts retained in the abdomen but reported as "removed". The patient additionally reports blood clots, clotting and or occlusion of the ivc, and that the device was unable to be retrieved, and that approximately ten years and nine months after the filter was implanted, a removal procedure was attempted. The patient further reports constant pain in leg, swelling and infection and chest pain post implant and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Swelling of legs, leg infection, pain in leg, chest pain, pain, and anxiety do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the filter struts outside the inferior vena cava (ivc). The form states there was an unsuccessful removal attempt; however, the form also states that there has been no attempt to remove the device. It was previously reported that the struts appear to be fractured; however, the ppf states that the struts are not fractured. The patient continues to experience discomfort and mental anguish. Per the implant records, the patient had a history of recurrent pulmonary embolism (pe) and was non-compliant with anticoagulation. The trapease inferior vena cava (ivc) filter was appropriately deployed at the lower l3 level. The patient tolerated the procedure well. As reported by the updated legal brief provided, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: ivc perforation, filter fracture, caval thrombosis, ivc stenosis, pulmonary embolism and deep vein thrombosis (dvt). As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. According to the information received in the redacted patient profile form (ppf), the patient became aware of the reported events approximately eight years and eleven months post implantation. The patient reported perforation of filter strut(s) outside the ivc; fracture of the ivc filter with the fractured filter struts retained in the abdomen but reported as "removed". The patient additionally reported blood clots, clotting and or occlusion of the ivc, and that the device was unable to be retrieved, and that approximately ten years and nine months after the filter was implanted, a removal procedure was attempted. The patient further asserts to have suffered constant pain in leg, swelling and infection and chest pain post implant and experienced anxiety related to the filter.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of recurrent pulmonary embolism (pe) with non-compliance with anticoagulation therapy. The indication for the filter placement was not reported. The filter was implanted via the right femoral vein and placed at the lower aspect of l3. The patient is reported to have tolerated the procedure well. At some point after the filter implantation, the patient became aware that the filter had fractured or fragmented and that filter struts had perforated the inferior vena cava (ivc). However, further information indicates that the filter had not fractured. In addition, the patient indicated that the filter could not be retrieved; though attempts to retrieve it were not documented. The patient further reported having experienced continuous discomfort and mental anguish. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture and ivc perforation events could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: inferior vena cava (ivc) filter struts are perforating the vena cava wall and struts appear fractured or fragmented. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the filter struts outside the inferior vena cava (ivc). The form states there was an unsuccessful removal attempt; however, the form also states that there has been no attempt to remove the device. It was previously reported that the struts appear to be fractured; however, the ppf states that the struts are not fractured. The patient continues to experience discomfort and mental anguish. Per the implant records, the patient had a history of recurrent pulmonary embolism (pe) and was non-compliant with anticoagulation. The trapease inferior vena cava (ivc) filter was appropriately deployed at the lower l3 level. The patient tolerated the procedure well.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the implant records, history includes recurrent pulmonary embolism (pe) and non-compliance with anticoagulation. The trapease filter was appropriately deployed at the lower l3 level. The patient tolerated the procedure well. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: ivc perforation, filter fracture, caval thrombosis, ivc stenosis, pulmonary embolism and deep vein thrombosis (dvt). Per the patient profile form (ppf), the patient reports perforation of the filter struts outside the inferior vena cava (ivc). The form reports both an unsuccessful removal attempt and that there has been no attempt to remove the device. It was previously reported that the struts appear to be fractured; however, the ppf states that the struts are not fractured. The patient continues to experience discomfort and mental anguish. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Blood clots, dvt and occlusive thrombosis within the filter, ivc and vasculature do not represent a device malfunction. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: inferior vena cava (ivc) filter struts are perforating the vena cava wall and struts appear fractured or fragmented. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the filter struts outside the inferior vena cava (ivc). The form states there was an unsuccessful removal attempt; however, the form also states that there has been no attempt to remove the device. It was previously reported that the struts appear to be fractured; however, the ppf states that the struts are not fractured. The patient continues to experience discomfort and mental anguish. Per the implant records, the patient had a history of recurrent pulmonary embolism (pe) and was non-compliant with anticoagulation. The trapease inferior vena cava (ivc) filter was appropriately deployed at the lower l3 level. The patient tolerated the procedure well. As reported by the updated legal brief provided, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: ivc perforation, filter fracture, caval thrombosis, ivc stenosis, pulmonary embolism and deep vein thrombosis (dvt). As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
Occupation: other, senior counsel, litigation please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) filter struts are perforating the vena cava wall and struts appear fractured or fragmented. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter perforation and fracture could not be confirmed, and the exact causes could not be determined. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: inferior vena cava (ivc) filter struts are perforating the vena cava wall and struts appear fractured or fragmented.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter struts are perforating the vena cava wall and struts appear fractured or fragmented. Per the patient profile form (ppf), the patient reports perforation of the filter struts outside the inferior vena cava (ivc). The form states there was an unsuccessful removal attempt; however, the form also states that there has been no attempt to remove the device. It was previously reported that the struts appear to be fractured; however, the ppf states that the struts are not fractured. The patient continues to experience discomfort and mental anguish. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: inferior vena cava (ivc) filter struts are perforating the vena cava wall and struts appear fractured or fragmented. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the filter struts outside the inferior vena cava (ivc). The form states there was an unsuccessful removal attempt; however, the form also states that there has been no attempt to remove the device. It was previously reported that the struts appear to be fractured; however, the ppf states that the struts are not fractured. The patient continues to experience discomfort and mental anguish.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the implant records, history includes recurrent pulmonary embolism (pe) and non-compliance with anticoagulation. The filter was appropriately deployed at the lower l3 level. The patient tolerated the procedure well. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including but not limited to ivc perforation, filter fracture, caval thrombosis, ivc stenosis, pulmonary embolism and deep vein thrombosis (dvt). Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc; fracture of the filter with struts retained in the abdomen, blood clots, clotting and or occlusion of the ivc, and that the device was unable to be retrieved, an unsuccessful removal was done shortly after implantation. The patient further reports constant pain in leg, swelling and infection and chest pain post implant and anxiety. The patient reports that approximately ten years and nine months after implantation, the ivc filter was removed percutaneously, in addition to fracture of the filter, with the fractured filter struts retained in the inferior vena cava but reported as having been "removed percutaneously¿. Procedural removal information was not provided. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, dvt and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Swelling of legs, leg infection, pain in leg, chest pain, pain, and anxiety do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: inferior vena cava (ivc) filter struts are perforating the vena cava wall and struts appear fractured or fragmented.additional information received per the patient profile form (ppf) states that the patient experienced perforation of the filter struts outside the inferior vena cava (ivc). The form states there was an unsuccessful removal attempt; however, the form also states that there has been no attempt to remove the device. It was previously reported that the struts appear to be fractured; however, the ppf states that the struts are not fractured. The patient continues to experience discomfort and mental anguish.per the implant records, the patient had a history of recurrent pulmonary embolism (pe) and was non-compliant with anticoagulation. The trapease inferior vena cava (ivc) filter was appropriately deployed at the lower l3 level. The patient tolerated the procedure well.as reported by the updated legal brief provided, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to: ivc perforation, filter fracture, caval thrombosis, ivc stenosis, pulmonary embolism and deep vein thrombosis (dvt). As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.according to the information received in the redacted patient profile form (ppf), the patient became aware of the reported events approximately eight years and eleven months post implantation. The patient reported perforation of filter strut(s) outside the ivc; fracture of the ivc filter with the fractured filter struts retained in the abdomen but reported as "removed". The patient additionally reported blood clots, clotting and or occlusion of the ivc, and that the device was unable to be retrieved, and that approximately ten years and nine months after the filter was implanted, a removal procedure was attempted. The patient further asserts to have suffered constant pain in leg, swelling and infection and chest pain post implant and experienced anxiety related to the filter. According to the information received in the updated patient profile form (ppf), the patient reported that approximately ten years and nine months after implantation, the ivc filter was removed percutaneously, in addition to fracture of the filter, with the fractured filter struts retained in the inferior vena cava but reported as having been "removed percutaneously¿. Procedural removal information was not provided.